Event description:
The information provided to sjm indicated the pt experienced a small vessel stroke on (B)(6) 2011. He underwent rehabilitation and had a near full recovery. The valve became stenotic with an elevated gradient. The valve was explanted and replaced with a 23 mm investigation pericardial valve from another manufacturer. The explanted valve was reported to be covered with thrombotic type material. The pt was reported to be recovering in satisfactory condition.